Manufacturer narrative:
(B)(4).

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that a follow up CT scan identified limb occlusion. The physician performed an intervention and implanted bare metal stents into the arteries, resolving the event. The physician stated that the cause of the occlusion was due to the patient's small iliac arteries. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4). Film evaluation results are: a review of pre-implant CT¿s revealed that the patient had a 4cm max diameter saccular infrarenal abdominal aortic aneurysm. The proximal neck flow lumen diameter just below the lowest right renal artery measured ~18mm, and the length of the neck was ~2cm. There was an accessory right renal artery near the base of the proximal neck. The neck was mildly angulated but extensively calcified. The distal aortic flow lumen diameter measured 16 x 18mm and was calcified. The right common iliac artery was non-tortuous and the left common iliac artery was acutely angulated ~135deg at mid-length; both iliacs were calcified. The right common iliac artery flow lumen diameter ranged from 9 ¿ 7 ¿ 11 ¿ 13mm, and the left common iliac artery flow lumen diameter ranged from 9 ¿ 10 ¿ 8 ¿ 14 ¿ 12 mm. The left and right access artery diameters were each 9mm. Review of angio images during implant revealed that the proximal neck flow lumen diameter measured ~17mm l-r, and the neck length was ~2cm (via the calibrated catheter). A stent was placed into the lowest of the two right renal arteries, and a stent was placed into the left femoral artery. The bifurcate was brought up the right side and deployed just below the level of the right renal artery. The suprarenal stents were then seen released, with the spindle seen near the level of the anchoring pins. The ipsi limb was deployed down to the release of the contra limb which opened on the left side. The uncaptured tip was not seen in the film; no suprarenal stent entanglement or any other stent graft issues were observed. The next image showed that the contra limb had been implanted; however, 2 or 3 of the suprarenal stents had been pulled down to the level of the bifurcate proximal graft margin as well as inside the proximal aortic body. Images during tip recapture and removal of the bifurcate delivery system were not seen in the films. The next image of the distal portion of the limbs revealed that that the ipsi limb was positioned down into the mid-right common iliac artery, and the contra limb was within the distal left common iliac artery. Final angio with the injector placed just above the renals again showed the bifurcate just below the level of the right renal artery, with 2 or 3 pulled down suprarenal stents. Contrast was seen outside the stent graft near the top of the sac. The endoleak type could not be determined if a proximal type I or a type IV. Both limbs were patent and no stent graft kinks or compression was observed. The minimum diameter across both limbs just below the flow divider measured 19mm. The diameter across both limbs just above the gate measured 21mm. Review of CT¿s 4 months post-implant revealed that the endurant stent graft system was implanted, with the bifurcate positioned just below the right renal artery. There was malposition of the suprarenal stents with the aortic wall; several of the stents were positioned down into the bifurcate aortic body. The proximal stent graft od measured ~18 x19mm. The max diameter aaa measured 3.6cm and no obvious endoleak was seen. Beginning near the flow divider, a small amount of thrombus was seen within each limb. Limb compression was observed; the minimum diameter across both limbs between the flow divider and the gate was 16mm. The right/ipsi limb minimum ID was 4mm, and the minimum left/contra limb ID was 5mm. The bifurcate gate was at the level of the distal aorta which measured 17 x 18mm. No thrombus was seen distal to the stent graft, and no other stent graft issues were observed. Review of angio images post-implant again revealed that the bifurcate was positioned just below the right renal artery, and several of the suprarenal stents were not opposed to the vessel wall and were within the aortic body of the bifurcate. Thrombus was seen within both the right and left limbs, primarily from the flow divider and extending ~2cm below the gate. Blood flow without thrombus was seen distal to the stent graft limbs. No endoleak was observed. The injector was then pulled down into the aortic body with similar findings. No other stent graft issues were observed. Review of several angio images 7 months post-implant revealed that a stent had been placed within both the right and left limbs, between the level of the flow divider and gate. The previously seen thrombus within the stented area appeared to have resolved, however there was still thrombus seen within both limbs distal to the stents. Blood flow without thrombus was seen distal to the stent graft limbs no other issues were observed. The exact cause of the thrombus seen inside the right and left limbs could not be determined from the images provided. It is possible that stent graft placement within the small diameter and calcified distal aorta with noted limb ID compression may have contributed. The tortuous left common iliac artery may have also contributed. This may also have been caused by a patient condition: poor distal runoff, an unknown coagulopathy that is now presenting, or a previous history of pad. The cause of the suprarenal stents being pulled down and into the bifurcate aortic body at implant could not be determined. Images during tip recapture and removal of the bifurcate delivery system were not seen in the films. It is possible that this event may have contributed to the endoleak seen at implant due to possible infolding, and also may have contributed to the limb thrombus due to flow obstruction caused by the stents positioned within the aortic body.